Event description:
It was reported the customer had a high blood glucose of 500 mg/dl. The customer also inquired if it was possible to pull insulin out of the reservoir with a syringe. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).